Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log did not identify the reported condition. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified an f-73 alarm. This confirmed the reported condition. The cause was determined to be due to a loose cn202 connector. To address this issue, the cn202 connector was reseated. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an unidentified error on channel 2. It was not specified at what step of the process this occurred. There was no patient involvement. No additional information is available.